Event description:
It was reported that stent damage occurred. The chronic totally occluded target lesion was located in the severely tortuous mid left anterior descending (lad) artery. After a guiding catheter was engaged in the left coronary artery, a guide wire was crossed into the lesion. Thrombus suction was performed and pre-dilatation was performed with a non-bsc balloon. A 24 x 2.75mm promus premier¿ drug-eluting stent was advanced but was unable to cross the lesion. During removal of the promus premier¿ stent, the stent body was found to be lifted. The physician elected to stop using the stent to avoid stent dislodgement. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).